Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of devices. There was no health impact or consequences reported.

Manufacturer narrative:
Bd received 1 photo for investigation. The photo was reviewed and displays two devices with the hub separated from the collar. Samples were not received by quality for investigation despite a tracking number being provided, and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be re-opened. Therefore, 20 retention samples were inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of devices. There was no health impact or consequences reported.